Manufacturer narrative:
Correction to date of event: (B)(6) 2016. Correction to describe event or problem: the reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.00/+3.00/083 diopter, in the patient's left eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and was exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016, bcva was 20/25. Correction to implant date: (B)(6) 2016. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo 13.7, -12.00/+3.00/083 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and was exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/25.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing the haptic to be torn/broken/bent/deformed and foreign material on the lens surface (spot). (B)(4).